Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves, control or communication error and internal memory error. During inspection on-site, our field service engineer determined, according to the recommendations in the service manual, that the control printed circuit board (pcb) was faulty and recommended replacement. After the control pcb was replaced, the problem was solved and the ventilator was returned to the customer. It was explained that the faulty control pcb is a fixed asset for the hospital and was not returned for investigation. The evaluation of received device logs confirms several occurrences of the reported technical error code and other related error codes starting on (B)(6) 2020, which will be used as the date of event. This happened when the ventilator was in standby mode and ventilation was not started after that. There are also software errors logged that may indicate a corrupt or incipiently bad control pcb flash memory. If a defect related to the reported error codes appears during ventilation, ventilation may stop and the user will be notified by a generated alarm and the corresponding technical error code. If the indicated defect appears during startup, alarms will be generated and ventilation cannot be started. The conclusion is that the reported problem could be confirmed in received device logs. As no part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating communication, and internal memory errors. There was no patient harm. Manufacturer's ref #: (B)(4).